Manufacturer narrative:
Exact date unknown, event occurred in early 2022.

Event description:
It was reported that the patients ipg would no longer charge and had reach end of life. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the medical facility.